Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that at least three wires holding post busher were cracked and damaged after single use. The threads were rusty. The damaged pin-post are still in the patient. The patient was informed that there were cracks in the clamps and subject to break but the fixation is still ok.